Event description:
It was reported that the patient was seen in the emergency room experiencing dizziness and their heart rate was 40 beats per minute (the device was programmed at 70 bpm). It was also reported that the right ventricular [rv] lead was t wave oversensing which caused inhibition of ventricular pacing at the programmed lower rate. Reprogramming was performed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.